Event description:
It was reported that patient suffered a hemorrhage approximately 1.0 millimeter x 2.0 millimeter adjacent to the deep brain stimulation lead in the left hemisphere. Event occurred during procedure. The patient had right sided weakness and was recovering. The patient had left sided weakness in both extremities and facial droop. His implantable pulse generator implant had been postponed until (B)(6) 2012. The lead was remained implanted and remained in service. The patient remained hospitalized as a result of the event. The patient status at time of this report was alive with injury. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported there was a CT scan done post-operatively and it was not determined conclusively that the patient had had a hemorrhage. It was noted the patient had still not been scheduled for their stimulator implant.

Event description:
Follow up information received from the healthcare professional attributed the event to the placement of the left lead into the internal global pallidus (gpi) area of the brain which caused a small intracranial posterior hemorrhage. No surgical interventions were reported. The patient was reported that the patient suffered "a lot of neurological deficits" and had a peg (percutaneous endoscopic gastrostomy) tube for feeding. The patient was noted to be currently in a "skilled" nursing facility. The patient outcome was reported as serious injury - ongoing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).